Manufacturer narrative:
No lot number is available, therefore, device history reviews could not be completed. The actual complaint samples were not returned, therefore, no root cause could be determined. The manufacturing site will continue to monitor this failure mode for this product. The site will continue to monitor this failure mode for this product.

Event description:
Medwatch report (B)(4) received stating, ¿staff nurse was trying to activate the heat pack when the chemicals got on her skin and clothing. No adverse effects reported. Did not come into contact with any patient.¿ no demographics provided.